Event description:
The bottom cover of the maxi sky 2 ceiling lift detached. There was no indication that the lift was used with the patient at that time. The arjo technician reassembled the cover. No device failure was observed.

Manufacturer narrative:
Date of event (section b3) was estimated based on the awareness date. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The review of previous complaints revealed that the bottom cover may detach when the ceiling lift is hit by any object (wall/ any obstructions on the way of transfer, rough movement along the rail, etc.). The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path". This potential root cause was discussed between facility environmental service managers and arjo field service technician. In summary, there was no evidence that the maxi sky 2 was used to transfer the patient. The device¿s cover detached which indicates the device did not meet its specifications. The complaint decided to be reportable due to bottom cover detachment.